Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. This resulted in a loss of capture even at a high pacing output value of 7.5 volts as well as high out of range pace impedance measurements greater than 2000 ohms. In addition, the fracture caused noise which was oversensed by the implantable cardioverter defibrillator (ICD) device resulting in inappropriate anti-tachycardia pacing (atp) therapy and seven inappropriate (7) shocks. Device therapy was not exhausted. The patient was noted to have an intrinsic rhythm in the 50 beats per minute (bpm) range. An x-ray was unable to determine the location of the fracture, but it was believed to be caused by clavicular crush as the patient is very thin. As a result, the rv lead was surgically abandoned, and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system with three (3) new leads. No additional adverse patient effects were reported.